Event description:
It was reported that the patient's battery charger looked burnt. A new replacement charger was sent to the patient. No serious injury was reported.

Manufacturer narrative:
This report is submitted on september 21, 2022.